Manufacturer narrative:
The device was returned to olympus for inspection. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes, where no obvious deviations from instructions for use (IFU) were identified. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign matter inside the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had exhibited foreign matter inside the nozzle. There was no patient involvement.